Manufacturer narrative:
See d3, d4 expiration date, d10 additional concomitant part g1, h4, h6, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00153; 509-00-040, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to infection.